Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that reported the issue replaced both batteries as a pair. The stm completed a full pm, all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
A getinge service territory manager (stm) reported that during preventive maintenance (pm) the battery run time failed on battery one (1) on the cardiosave intra-aortic balloon pump (iabp). No patient involvement or adverse event was reported.